Manufacturer narrative:
Evaluation is in progress but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, when the system was powered on, the roller pump display was blank. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob and the central control monitor of the heart lung console. There was no adverse consequence to the patient as a result of this event.